Manufacturer narrative:
Approximate age of device - 1 year, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages occurred. The patient was asymptomatic. A log file was provided to the technical service representative and 2 pump stoppage events were confirmed. X-rays of the percutaneous lead (driveline) were provided to the technical service representative and were found to be unremarkable. Ungrounded power module patient cables were provided. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use while the patient waits for a transplant. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.